Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a male patient weighing 96 kg was receiving panitumumab + mfolfox6 (fluorouracil continuous infusion, leucovorin, and oxaliplatin) on a 14-day cycle for colon cancer and presented for pump disconnection. Upon assessment, the 5-fu bag was full and the pump was found in a stopped state with a remaining volume of 138 ml, indicating the patient did not receive any of the intended dose. The patient reported that the pump had been changed prior to discharge due to alarming and stated that he heard additional beeping during the past 46 hours but did not check the pump. The patient denied reviewing pump status during that time. Per np guidance, the pump was disconnected and chemotherapy disposed of at the patient¿s request. The patient stated he preferred to be disconnected and not receive the chemotherapy. The patient was re-educated on the importance of verifying pump status and ensuring infusion volume is decreasing during home therapy.